Event description:
It was reported that eight years after implantation of the band during a lap adjustable band procedure, a leak was detected in the balloon. The band was replaced with a new one.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.